Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total knee procedure, the staples were not closing completely. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining 38 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.